Event description:
A patient reported that their fasttake meter was not powering on. In 2001, patient was not able to test on the meter. The following day, patient experienced symptoms of dizziness and sweating. Patient alleges that their symptoms are due to their inability to use the meter.